Event description:
Sorin group (B)(4) received a report that, during a case the arterial roller pump slowed without user intervention. No audio or visual alarms were present. The pump was power cycled to resolve the problem and used through the remainder of the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) evaluated the returned pump and found that the reported issue could not be reproduced. Simulated use testing demonstrated that the unit functioned as expected. An endurance test of 100 hours was also performed and no faults or defects were found. No further action is deemed necessary.